Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis manifested by abdominal pain. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On an unknown date, the patient began treatment for the peritonitis with unspecified intraperitoneal antibiotics (doses, frequencies, and routes were not reported). The patient was discharged from the hospital on an unspecified date; further described as either eleven or thirteen days after being admitted. The patient's recovery status was unknown. At the time of this report, pd therapy was ongoing. No additional information is available.